Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Multiple manual power ons of 10-minute durations were observed in the device memory, which would suggest the device had been switching on automatically, as per the reported fault. Measurements taken during the investigation would indicate a failing membrane and was attributed to corrosion on track 13 (on button) of the membrane tail. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the membrane due to the corrosion on the membrane tail. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage, however, this could not be verified by other means (no corrosion on the screws or usb contact collars). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically, depleting pad_pak. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically, depleting pad_pak. There was no patient involved in this event.